Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified bifurcation. Rotational atherectomy was performed and a 3.50x38mm promus element plus stent was selected however during the procedure, it was noted that the stent was damaged. The procedure was completed using a two- stent technique. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the three most distal stent rows were stretched and damaged. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified bifurcation. Rotational atherectomy was performed and a 3.50x38mm promus element¿ plus stent was selected; however, during the procedure, it was noted that the stent was damaged. The procedure was completed using a two- stent technique. No patient complications were reported and the patient's status was good.